Manufacturer narrative:
(B)(4). The analysis showed that the device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure during firing only proximal cartridges came out and the knife did not go further. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? ¿ donor nephrectomy. On which firing did the event occur? ¿ first firing. Just for clarification, did the device partially fire (deploy staples and cut and the stop related to the cartridge falling out? - yes. Was the firing sequence completed prior to the cartridge falling out? ¿ cartridge came out a little bit. Did the knife return to the home position? - yes. Were there any issues with removing the device from the tissue? If yes, please explain. No. What color cartridge was being used? - white.